Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 7f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2023, a 8mm amplatzer septal occluder was chosen for a fontan fenestration procedure using a 7f amplatzer torqvue delivery system. During the advancement of the occluder, the first and second disc were in a deformed shape. The physician reloaded and tried again, but resulted in the cobra deformation. The doctor took the device out of the patient and advanced it on the table, but the device was not able to return to its normal configuration. The physician manipulated the device with fingers and it got back its original shape but the defective device was not used. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 7mm amplatzer septal occluder was chosen, which was successfully implanted using the same delivery system. There was no clinically significant delay and no patient consequences were reported. The patient remained hemodynamically stable throughout the procedure. The patient was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.